Event description:
2021-10-19: qa at integrum received an e-mail about an abutment replacement surgery for a transfemoral patient. The replacement is done due to suspected wear on the abutment head causing problems with connecting the axor ii. As per information, this is a bilateral amputee patient, and the replacement concerns the right amputation side. Report form as well as product in question has been requested once the surgery is performed. 2021-10-27: report form specifying details behind the incident has been provided. As reported by the treating surgeon, this is a highly active patient, resulting in metal erosion/wear of the abutment head, with visible grooves on the square head present. The axor ii is falling off, due to amount of wear on the abutment head and the axor ii device cannot grip the abutment. According to the information from the sales rep at integrum, the surgery went according to plan. It was easy to remove the abutment with the extraction kit. The new abutment and abutment screw were placed and the patient is back on the system. 2021-11-12: the replaced product has not been received at integrum so the further investigation cannot be performed. It has most likely been discarded at the hospital. Only a picture of patient's abutment before the replacement was sent. The attached picture shows indications of the wear on the abutment square head. However further investigation of the abutment and gripping mechanism of the axor ii cannot be performed without the products being returned to integrum, therefore the probable cause cannot be confirmed. Neither complaint nor service on the axor ii device has been requested by the treating team before nor after the abutment replacement. It has been communicated that the patient's axor ii has never been sent for service at integrum, but checked and cleaned by patient's prosthetist. The sales rep at integrum confirms that the patient is extremely active. The analysis of product records has been performed, no deviation found, refer to (B)(4). Since neither the replaced product nor axor ii device has been sent to integrum, the root cause cannot be confirmed. It is highly likely that patient's activity level impacts wear rate on the square head of the abutment. The product has been in use for about 1.5 year (implanted in (B)(6) 2020). The treating team took the decision to replace the component and the patient is now back on the system using the same axor ii as before the surgery. No additional investigation can be done unless the products are returned to integrum.